Event description:
Per customer report, there was a crack or leak in tthe manifold, and during an injection of dye, the noticed air in the system. Patient was fine. Only this time has happened. Sample being returned. The manifold is furnished in a convenience kit assembled by namic and incorporated by a tray company onto a procedure tray.